Event description:
A patient reported that they heard a loud bang, and the concentrator was no longer usable. The patient was unharmed.

Manufacturer narrative:
Invacare was made aware of an event that took place in (B)(6) in (B)(6) of 2018. Invacare is filing this report because the irc5lxo2v, also made at invacare owned (B)(6) and sold in the us has been determined to be similar in design to the reported device. This incident is being reported to the FDA based on the evidence that the device experienced an over-pressurization event of the product tank, an overheating event, or a possible precursor to such events. The underlying cause of the issue is unconfirmed. However, this failure mode resembles that which has been previously identified and investigated. Components of the irc5po2v concentrator have been updated to prevent potential recurrence of this issue. The subject concentrator was manufactured prior to implementation of these updates. This issue also resulted in a field correction (z-0514-2021) to replace the pe valve assembly in impacted irc5po2v concentrators to reduce the potential for a failure that can, in infrequent instances, result in a short duration and self-extinguishing thermal reaction. The subject concentrator falls within the scope of this field correction. Upon receipt of the concentrator it was found that; utilizing existing complaint information and actual observations of the product in its "as received" condition, the complaint was confirmed for darkened tubing from the sieve beds to the pe valve and darkened, deformed tubing from the left sieve bed that led to the check valve failure as well as causing the damage to the sound box and hour meter. The darkened and deformed tubing allowed sieve material to escape into the concentrator's system. If additional information becomes available a follow-up will be submitted.